Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an "extremely complex case" that the tip of this 185cm kinetix guide wire "dropped". The physician experienced resistance advancing the wire due to the calcified and "very severe" lesion. It was necessary "to use strength which may have caused it to curl up and break". The physician "had to pull the entire system to not harm the patient." No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.